Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs ipg would not connect to the patient controller (pc). The issue began for the patient approximately a month ago after the patient underwent an rf ablation procedure. The patient stated the system was set in surgery mode, but the ipg does not connect and displays the message: "cannot connect to generator. The generator is not responding". Troubleshooting attempted by technical services was unsuccessful. A company representative met with the patient and additional troubleshooting was able to recover the connection between the patient's scs ipg and external devices. Therapy was restarted and the issue resolved.